Event description:
It was reported that while trying to turn on the unit, error code 44223 was displayed.

Manufacturer narrative:
One device was returned for investigation. It was reported that while trying to turn on the unit, error code 44223 was displayed''. Unable to confirm or duplicate by performing visual and functional pvt, there was no record of error code 44223 occuring. Upon further investigation, found that error code 44228 did occur which is related to coin battery not charged. Placed unit on charge-to-charge coin battery to fix error code 44228. Also, dso seal is detached, battery door gasket is ripped. And uso seal is buckling. Replaced dso seal, battery door and uso seal. Performed dso/uso sensor calibration. Performed pvt, units pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Reporter phone number is (B)(6).